Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation the device alarmed system error 322. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be a damaged lower link switch. The lower auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.